Manufacturer narrative:
The physician elected to leave the lead and program the new device to vvi. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change-out procedure for normal battery depletion it was noticed that the the atrial lead had been programmed off. The atrial lead was tested and found to have no sensing and capture along with > 2500 ohms in unipolar and bipolar configurations. No adverse patient effects were reported.